Event description:
The customer observed error code 1007 (unable to process test, activated read failure) generated from the architect i2000 analyzer for the hcv and hbsag assays. The customer performed initial troubleshooting of the issue, and discovered the trigger level sensor's air hole was broken, and a field service call was initiated to change the trigger level sensor. The field service representative changed the lot of the reaction vessels. There was no impact to patient management.

Event description:
It was reported that the patient was kept overnight for observation after obtaining edema in his quadricep during a knee arthroscopy surgery. According to the reporter, as the second portal was being made, a pop was heard and fluid began filling the quadricep. The device alarm sounded and the inflow was turned off. The surgeon noticed the fluid was still being discharged at a high rate. Suction was used to remove as much fluid as possible. The device tubing was replaced and the procedure was completed. Compression dressings were applied to the patient¿s quadricep and the patient was admitted for observation. Patient was discharged the next morning. Patient weight were requested but not provided. Follow-up with the reporter provided information that the surgeon has since seen the patient, at a post-op follow up visit, and he is doing very well. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
(B)(4). Upon further review, it was determined another suspect architect reaction vessel lot, 69060p100, was in use at the customer facility.

Manufacturer narrative:
Concomitant medical products and therapy dates: architect analyzer. Evaluation: no method, results or conclusions can be made at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account alleges that the device will not go into trendelenburg.